Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer display was out of specification. It was also indicated that the programmer stylus did not work. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display was broken. The programmer was returned for service. No patient complications have been reported as a result of this event.